Event description:
A patient reported an issue with their pump screen was scratched, where the screen was not clearly visible, making it difficult to accurately enter blood glucose values, confirm insulin units, or read alerts and alarms. Customer declined troubleshooting from tandem technical support. There was no reported adverse impact. No additional information was provided.